Event description:
It was reported that the user experienced recurrent hypoglycemia while using the ilet bionic pancreas after a factory reset and had not received additional training; a follow-up training was scheduled. The user reported a lowest glucose of 54 mg/dl with disorientation, sweating, shakiness, fear, and impaired vision, and the device alerted to the low. The user self-treated with oral glucose and stated they overtreated. High glucose values were also reported the same day, including a value of 212 mg/dl, during which the user felt fine. The user temporarily disconnected the pump to charge it and planned to allow the system to bring glucose back into range after charging. Outcomes included transient symptomatic hypoglycemia and transient hyperglycemia without hospitalization or emergency care. Investigation included complaint handling and arranging additional user training. Investigation of this case revealed the cause of hypoglycemia to be unclear in the context of recent device reset and user-reported overtreatment. It was concluded that additional training was assigned and the cause of hypoglycemia remains undetermined. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.